Manufacturer narrative:
Device evaluation: the evercross dilatation catheter was received for evaluation loose and nested within a series of plastic pouches. No ancillary devices or cine images from the procedure were received for evaluation. The evercross dilatation catheter was received in three segments: manifold-catheter-proximal balloon bond, inner guidewire lumen from the balloon chamber, and the balloon chamber. Sanguine residue was note in the inflation lumen of the y-manifold, proximal balloon bond, and balloon chamber material. The manifold-catheter-proximal balloon bond segment is approximately 77.5cm in length from the distal tip of the manifold strain relief. The proximal balloon bond balloon chamber material is approximately 2.5cm in length. The balloon chamber material exhibit both longitudinal and radial tearing. The proximal balloon marker band is present. The guidewire lumen separation is at the distal end of the marker band. The guidewire lumen separation face exhibits tension stretching and necking. The inner guidewire lumen from the balloon chamber is approximately 9.5cm in length and includes the balloon¿s distal marker band. The guidewire lumen exhibits tension stretching and necking. The distal marker band exhibits lateral compression. The balloon chamber material was placed in a container of water to soak for approximately 1-hour. The balloon chamber material was unfolded and the distal tip was located attached to the distal balloon bond. The unfolded balloon chamber material was mated with the balloon chamber material from the manifold-catheter-proximal balloon bond segment along their separation faces. All components of the device are accounted for.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use an evercross pta during procedure to treat the left subclavian vessel. The lesion was fibrous and exhibited moderate tortuosity and little calcification. It is reported that a 6f brite tip sheath and .035 bsc and cook bensen guidewire was used during procedure. The evercross device was inflated with an inflation device. The device was removed from packaging per IFU, inspected and prepped with no issues noted. It is reported that a balloon rupture at unknown atms occurred during balloon inflation. All fragments of the balloon were retrieved. It is reported that difficulty occurred in removing the device/balloon following balloon inflation. Excessive force was not used during delivery. Resistance was not encountered when advancing the device. It is reported that the patient was opened to retrieve the balloon since it could not be removed. The patient is alive but did experience blood loss. Patient is anemic. The vessel has been damaged/injured and haemorrhaging/bleeding occurred at the subclavian vessel.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.